Event description:
During an initial implant procedure, the helix of the right ventricular (rv) appeared to be damaged. The physician attempted to reposition the helix, however it was unsuccessful. The suspected cause of the event was due to the helix being stretched from tissue fibrosis. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to sense was not confirmed while the reported event of helix stretch/damage was confirmed. As received, a complete lead with a stylet and an implant tool was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the helix was stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix stretch/damage was due to procedural damage.

Event description:
Additional information was received that there was loss of sensing.